Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit performed transducer tests and calibration unit passed. The customer stated that the unit has an issue with turbine files but unable to locate turbine characteristic file. It was suggested to replaced both turbine assembly and main pcb (printed circuit board). However not applicable for to all units manufactured in 2020. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator while running transducer fault occurred. The customer confirmed that there is no patient involvement associated with this reported event.